Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a planned non-emergency treatment at the time of the reported event. The procedure was completed using another system. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. The fse suspected the geometry user control module was defective and replaced it to resolve the reported issue. After the replacement, the system was returned to use in good working order and ready for clinical use. The geometry user control module was returned for further analysis. Functional testing was performed, and no failures were observed.

Event description:
It was reported to philips that the geometry movements were not available. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.